Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the pump¿s black box showed evidence of cs 128 alarms beginning on (B)(6) 2016. During testing, the returned battery cap was able to fit to maintain electrical connection. The pump was powered on to the verify screen with audio tones and vibrations functional. The pump powered on with returned the battery cap and the battery cap was able to fully tighten. No damage was observed to the battery compartment. The current draws were found to be within specifications. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple cs 128 low battery alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.